Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing the holder, the catheter fractured at the hub. The procedure was completed with another device.